Event description:
During a hysteroscopy, a submucosal myomectomy the symphion system was used. Pt presented to ER with extreme pelvic and abdominal pain. CT showed fluid in the abdomen. Surgeon stated the system malfunctioned or did not work as designed during the procedure.